Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in 2009, in the pt's left (os) eye. The lens was explanted the next day, due to an elevated iop.